Event description:
Complainant alleged that the brakes were not holding correctly. No injury reported.

Manufacturer narrative:
Technician found that the brakes were ratcheting from side to side. Replaced brake casters to resolve this issue. Stretcher found in maintenance shop.